Manufacturer narrative:
The optima coil was received for evaluation. Analysis revealed the pusher coil without the introducer sheath and with the implant coil not attached. The detachment zone segment of the pusher coil has the pet melted as indication of thermal heat being applied. The stretch resistance thread which holds the implant coil to the pusher coil was found fractured and retracted back about .07mm from detachment zone. Based on the available information and the investigation results, the reported complaint could not be confirmed as the point of detachment had evidence of the implant coil being separated by thermal heat. The possible root cause for this complaint could not be determined. Review of the lot history records for the reported lot did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against the reported lot have been made for the same issue.

Event description:
It was reported that premature detachment occurred upon pushing the last coil (the 7th a 1.5 x 3 coil) into the aneurysm the catheter backed out of the aneurysm. To reposition the catheter the physician pulled the coil back at which time he noted the coil was detached. An attempt to pull the coil out with the microcatheter did not work. A portion of the coil was in the flow of the parent vessel. The physician placed a 4x23 entreprise stent without incident and tacked the 1.5 coil to the an sac and vessel wall. Prior to the procedure the physician had contemplated using a stent due to the neck size but chose to treat without a stent until the premature detachment. The patient was fine post procedure with no clinical sequela.